Event description:
It was reported that low impedance/short, 223 ohms contact 3 on monopolar impedance on left contact. Patient (pt) reporting no loss of therapy or change in recharge responsibility. High impedance, 2025 ohms, contact 8 on monopolar impedance right contact. Pt reporting no loss of therapy or change in recharge responsibility. Pt reported having a fall in 2024 as a potential contributing factor. Impedances rechecked on auto and various amplitudes. Pt to return to clinic in 3 mos for interrogation. Manufacturer representative (rep) indicates the issue has not been resolved at the time of report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.